Manufacturer narrative:
H.6. Investigation: one photo of a loose 1ml syringe was received and evaluated. It was observed there was a small white foreign matter fragment in the fluid path near the tip of the syringe. It appeared to be the tip of another plunger rod and was larger than level 2 in size which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that there was a piece of plastic lodged in the tip of a bd syringe 1ml ls. This was discovered prior to use. The following information was provided by the initial reporter: it was reported that the syringe was found with a piece of plastic lodged into the tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a piece of plastic lodged in the tip of a bd syringe 1ml ls. This was discovered prior to use. The following information was provided by the initial reporter: it was reported that the syringe was found with a piece of plastic lodged into the tip.